Event description:
Customer reportedly tested 408 mg/dl while incoherent and had to be given juice/glucose tablets to elevate his blood glucose. No medical attention sought or received. Requested return of suspect sys and replacement was sent.